Manufacturer narrative:
The reported issue of clip opening while establishing final arm angle could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve; however the clip opened to 60 degrees while locked when establishing final arm angle/efaa. Two additional efaa attempts were made, but the clip still opened while locked. The cds was removed with the clip attached and the procedure continued with a new cds. Two clips were implanted reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.